Event description:
It was reported that a flogard infusion pump experienced an f38 alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard was serviced on-site. During review of the alarm log, f-38 was identified. The alarm was caused by a faulty force sensing resistor (fsr). The fsr was replaced to fix the reported condition. The device passed all tests and was returned to the customer in working order.